Event description:
Asr revision; asr xl - left; reason(s) for revision: alval / soft tissue reaction. Bilateral patient - (B)(4). Update received (B)(4) 2013. Implant date amended.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl - left. Reason(s) for revision: alval / soft tissue reaction. Bilateral patient - see (B)(4) for right hip. Update received 4th october, 2013. Implant date amended. Update received: 28th march 2014 - filled mapped to mw fields, marked as legal, added (B)(6) reference number, added hospital: (B)(6) hospital.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction. Bilateral patient - (B)(4) for right hip. Update received 4th october, 2013. Implant date amended. Update received: 28th march 2014 - filled mapped to mw fields, marked as legal, added (B)(6) reference number, added hospital: (B)(6). Update - attached scf, added additional reason for revision, added additional surgeon and additional hospital. Taken from surgeon form dated 15th sept 2014. Reason for revision : elevated co/ cr ion levels.